Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported stent dislodgement was confirmed. Based on the returned device analysis, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for stent dislodgement. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpackaging of the 3.0x38mm multi-link 8, the stent implant dislodged in the protective sheath prior to use. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 3.0x38mm multi-link 8 was used to successfully complete the procedure. No additional information was provided.